Manufacturer narrative:
Not sold in USA (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during liver tumor ablation, the device was activating intermittently and the ablation had too little range. They found the right leg of patient got serious burn, bleeding and fever by the return electrode pad. The patient had extended hospitalization for 2 weeks. A photo submitted showing the right leg of patient had skin burn and blood oozing.

Manufacturer narrative:
Additional information: a1, d10, g4, h3, h6 h3 evaluation summary: one device was received for evaluation. The returned product met specification as received. Visual inspection found pieces of skin stuck to the border. The investigation of the returned equipment did not identify anything that would have caused or contributed to the reported event. Visual inspection found no defects on the surface of the pad. The adhesive used on the boarders is a medical grade acrylic adhesive specifically designed for the mounting of medical devices on the skin for extended periods of time. However, various factors may affect the way any adhesive reacts with the skin. These include the patient's skin condition, preparation of the application site, location of the pad and the pad removal technique. The use of some steroid medication is also known to cause the skin to thin which could cause greater sensitivity to adhesives. Reactions to the boarder material have been known to randomly occur with no discernible cause. The investigation could not determine the root cause of the customer's report. The instructions for use (IFU) states: to avoid skin trauma when removing the return electrode, peel off slowly with one hand while supporting the underlying tissue with the other hand. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: b2, b5, d4(lot number), g4, h3, h6 h3. Evaluation summary: the product was not returned; however, a picture was provided by the customer for analysis. The provided information was not adequate to determine if the device met specification. The picture showed bruising on the skin of the patient. The gel of the device in the picture appeared to be intact. The term cover was in the proper place and present. The device was not pictured. The patient had electric patch burn. No failure modes were identified from the provided information. The picture showed bruising on the skin of the patient. From the provided photos no failure mode could be identified. The customer is advised to return the incident devices to medtronic, so a complete evaluation can be performed. The provided information was inadequate to determine a root cause. The instructions for use (IFU) states, slowly remove the return electrode with one hand while supporting the skin with the other to avoid skin trauma. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during liver tumor ablation, the device was activating intermittently and the ablation had too little range. They found the right thigh of patient got second degree burn, bleeding and fever by the return electrode pad. The patient had extended hospitalization for 2 weeks and treatment was given for the burn. A photo submitted showing the right leg of patient had skin burn and blood oozing.